Manufacturer narrative:
The reason for this revision surgery was the patient required repeat cranioplasty. The length of in-vivo service of the implant is unknown since an original surgery date could not be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of the cement. A search of the djo surgical patient database and investigation history was not conducted since biomet products and surgeries are not included in the djo historical surgical records at this time. This event is deemed to be non-product related. It was reported the issue causing the need for a revision is the result of a condition for which a cause cannot be determined. No other conditions relating to this event could be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient required a repeat cranioplasty. The initial cranioplasty performed in 2013 using biomet cement. In 2015 the biomet cement was found to have deteriorated, leaving a deep depressed area behind patients left ear that was causing pain.